Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.